Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe weekly abdominal pain') in an adult female patient who had essure (batch no. 976396-not valid,975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), pelvic pain ("pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines") and female sexual dysfunction ("apareunia"). The patient was treated with tramadol and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain had resolved and the dysmenorrhoea, back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, pelvic pain, female sexual dysfunction, bladder disorder, urinary tract disorder and nausea outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain, urinary tract disorder and weight fluctuation to be related to essure. The reporter commented: she had no history of migraines prior to undergoing the implantation of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: plaintiff fact sheet received. Case became incident. Removal details & surgery added. Outcome updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe weekly abdominal pain') in an adult female patient who had essure (batch no. 976396-not valid,975396) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test not done". On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced dysmenorrhoea ("severe menstrual pain/ dysmenorrhea (cramping)"), pelvic pain ("pain"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes") and nausea ("nausea"). In (B)(6) 2013, the patient experienced dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), depression ("depression"), fatigue ("fatigue"), weight fluctuation ("weight fluctuations"), migraine ("severe migraines") and female sexual dysfunction ("apareunia"). The patient was treated with tramadol and surgery (hysterectomy (partial), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, dysmenorrhoea, pelvic pain, bladder disorder and nausea had resolved and the back pain, depression, fatigue, weight fluctuation, dyspareunia, migraine, female sexual dysfunction and urinary tract disorder outcome was unknown. The reporter considered abdominal pain, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, migraine, nausea, pelvic pain, urinary tract disorder and weight fluctuation to be related to essure. The reporter commented: she had no history of migraines prior to undergoing the implantation of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: pfs received-event outcome of pelvic pain, dysmenorrhea, bladder changes, nausea, pain during intercourse was updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.